Manufacturer narrative:
One device was returned for analysis with complaint that device failed flow test 3 times. No service history found within last twelve months. No errors were found in event log. Visual and functional tests were performed, and complaint was not confirmed. Further evaluation found the upstream occlusion (uso) seal was buckling/dented. Replaced uso seal. Device passed all testing post repair.

Event description:
It was reported that the device failed flow test 3 times. The event occurred during testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.